Event description:
The technician alleged that the head hi/low is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician replaced the head hi/low valve solenoid to resolve the issue.